Manufacturer narrative:
The affected device was not returned so evaluation could not be performed on the affected device. An inventory evaluation was performed and no nonconformance's were found.

Event description:
The customer alleges that "the light does not work". No other details were provided and no patient injury reported.